Manufacturer narrative:
(b)(4).Date sent 8/10/2026. INVESTIGATION SUMMARY -The product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device.Visual analysis of the returned sample revealed that the CDH29A device arrived with no apparent damage along with the anvil and ancillary trocar inside a plastic bag. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.As part of Ethicon Endo Surgery¿s quality process all devices are manufactured, inspected and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number of 916D71 / 50CDH29A , and no non-conformances were identified.